Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noticed that the leading haptic folded under the optic. There was no change in the procedure - the surgeon was not bothered and the haptics unfolded in the bag without issues. No patient harm. Additional information has been requested, received and stated the surgeon said he would not have even noticed, cared or said anything regarding the issue as he did not consider the issue as a complaint. The lens was left implanted with no further patient impact.